Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an (B) (6) 2010 carelink transmission showed t-wave oversensing (twos) was occurring. Technical services consultant discussed decreasing ventricular sensing to 0.45 or 0.6 mv; depending on the values at implant testing. The device remains implanted. No patient complications were reported as a result of this event.